Manufacturer narrative:
The following other devices were listed in this report: triathlon-cr femoral component cemented #5 left cat # 5510-f-501; lot srsja. Triathlon-prim tib baseplate- cemented cat# 5520-b-400; lot bikg. Triathlon asymmetric x3 patella cat# 5551-g-299; lot 0j15. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "explanted due to infection. Will revise after the infection clears". Devices were replaced with cement spacer.